Event description:
The pt was being scanned. Pt complained that her leg was hot. Eventually her leg became so hot that the pt was not able to be further scanned. The pt was removed from the scanner. Pt had two welts on or between her leg on the left side. The tech placed a wet towel between her legs and was able to finish scanning with no problems. By the time the pt was finished scanning, the welts were disappearing. Room temp was 19 degrees c and the pt was initially covered with a blanket. Total scan time was two and a half hrs.